Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions was added to capture no femoral angiogram performed. Instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of the right common femoral was attempted using a starclose se device after an interventional procedure. Reportedly, an unspecified issue occurred with the starclose se device. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was taken. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.